Event description:
It was reported that: "due to the delay between of the ECG and blood pressure curve on the central station, a dangerous cardiac arrhythmia was misinterpreted as an artefact. A further cardiac arrhythmia which occurred 24 minutes later resulted in the death of the patient. If medical personnel had been able to respond to the first arrhythmia, it is possible that the second, fatal arrhythmia could have been treated successfully. The patient, however, was suffering from a generally severe medical condition and had a high mortality risk regardless of the malfunction of the central station."

Manufacturer narrative:
The investigation is ongoing, the results will be reported in a follow up report.